Manufacturer narrative:
Unit received with unresponsive buttons due to corroded electronic assembly. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners. Unit received with scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.